Manufacturer narrative:
Please note that a correction was made to the following sections: adverse event and/or product problem; outcomes attributed to adverse event.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the varicocele using pod packing coils (podjs). During the procedure, the physician successfully placed initial ruby coils into the target vessel using a non-penumbra microcatheter. The physician then deployed a new podj into the target vessel but decided to retract the coil for repositioning. While retracting the podj, the physician encountered resistance and subsequently, the coil unintentionally detached within the patient. Therefore, the physician used a snare device to remove the detached podj. The procedure then ended since the varicocele was sufficiently embolized with the initial coils. There was no report of an adverse effect to the patient.